Manufacturer narrative:
(B)(4).

Event description:
Procedure type: mastectomy with immediate diep flap construction. According to the reporter: the clips were not closing securely and were tearing blood vessel. The current pt status is indicated as out on ward. There was damage to blood vessels. The case was not extended by more than 30 minutes.